Event description:
It was reported that using a brachial artery access approach during a shunt percutaneous transluminal angioplasty (pta) procedure the 6.0 x 40 mm fox sv balloon dilatation catheter (bdc) was inflated once at 10 atmosphere (atm) and ruptured. A second fox sv bdc was used and the procedure was completed with no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.